Manufacturer narrative:
An echelon-10 micro catheter and an axium prime coil were returned for analysis. The axium prime coil was returned without introducer sheath. The echelon-10 total length was measured to be ~155.9cm. The echelon-10 useable length was measured to be ~147.9cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. No bends or kinks were found with the catheter body. The distal marker band was found to be flattened. The distal tip was noted to be pre-shaped. No other anomalies were observed. The axium pushwire was found to be broken but retained by release wire at break indicator and bent at ~79.8cm from proximal end. The implant coil was found to be broken and not returned. All other subassemblies appeared to be normal. No other anomalies were observed. Based on the reported information and the device analysis the customer¿s report of ¿catheter kink/damage¿ was confirmed as the catheter body was found to be damaged (flattened marker band) at distal tip. However, the root cause for the damage could not be determined. Based on the reported information and the device analysis the customer¿s report of ¿catheter kink/damage¿ was confirmed as the catheter body was found to be damaged (flattened marker band) at distal tip. However, the root cause for the damage could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was unable to be confirmed as the implant coil was found to be broken and not returned. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; howe ver, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured middle cerebral artery m2 segment aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was normal. The access vessel was the femoral artery, with unknown diameter.  It was reported that after shaping, the distal end of the echelon microcatheter was found to be damaged and replaced and used smoothly. It was also reported that the tail end of the axium coil was stretched and replaced and then implanted smoothly. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported after replacing the catheter and coil, the surgery was successfully completed.